Event description:
A customer contacted baxter's technical service group in regards to a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit. The home patient (hp) received the alarm and just went back through set up with the same supplies and then was at dwell 1. The technical service representative (tsr) explained the alarm and advised the hp that she would need to start over with new supplies. The tsr assisted the hp in ending therapy. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The problem of use error-reuse of single use product was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.